Event description:
A vaxcel PICC line was placed for therapeutic purposes on an unk date. It was reported leaking occurred on the portion of catheter that was inside the pt's arm. The line was not reinserted at this hosp.